Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital after receiving high voltage therapy from the implantable cardioverter defibrillator. Upon review of the electrogram, it was noted that the antitachycardia pacing and high voltage therapy was inappropriately delivered for supraventricular tachycardia. Programming changes were made and the patient was stable before, during, and after.